Manufacturer narrative:
(B)(4). Use after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). Upon removal of the 3.25x38mm xience xpedition stent delivery system (sds) from the packaging, it was observed to be bent. The decision was made to use the sds. Predilatation was performed and the sds was attached to the indeflator and advanced; however, it failed to cross the lesion due to the patient's anatomy. The sds was retracted and during detachment of the indeflator from the device the hub separated from the sds and remained attached to the indeflator. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition, ce, everolimus eluting coronary stent systems, instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this case, it is likely that using the kinked delivery system contributed to the reported shaft separation.